Manufacturer narrative:
Submit date: 2017-09-13.

Event description:
According to the reporter, the enteral feeding unit's lcd was illegible; the screen lit up but was not working.

Manufacturer narrative:
An evaluation of the kangaroo pump was performed for the reported condition of, ¿lcd was illegible; the screen lit up but was not working.¿. The unit was triaged and the reported issue was confirmed. Found the unit powered on, a dark but legible, readable but dark back background. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary. If information is provided in the future, a supplemental report will be issued.